Manufacturer narrative:
The insulin pump was received with missing retainer ring and reservoir tube lip o-ring. The pump was received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. The pump was received with cracked keypad overlay at select button, minor scratched display window, case and keypad overlay. No damage to the belt clip rails were found per visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damaged belt clip ridge. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.